Event description:
It was noted that the patient never had therapeutic effect. It was noted that the compatibility guidelines for an MRI for the knee was requested. Additional information received reported that this event was caused by "damage to wire" on the extension. No patient injury was reported. The patient was not hospitalized due to this event.

Manufacturer narrative:
Product ID 3889-28, lot# v455641, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).